Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 500 mg/dl and diabetic ketoacidosis. Customer stated that the buttons would not respond to any button presses. Customer stated that the pump did not deliver what it was supposed to. Customer stated that he was on a strict diet and needs to make sure that he eats right. Customer stated that the health care professional ran tests on blood and fluids. Customer stated that the insulin drop and fluids lowered his blood glucose level. Customer was wearing the pump at the time of the 911 call. Customer has been hospitalized 4-5 times in the last 6 months. Customer stated that it started around (B)(6) 2014. Customer stated that his hospitalizations have always had blood glucose levels over 400 mg/dl. Customer stated that he has had hospitalizations from (B)(6) 2014. Customer could not verify the exact dates or times of the other hospitalizations. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.